Manufacturer narrative:
The device has been returned and an investigation has determined the complaint is not confirmed and no new issues were observed. All results were within the range specifications and no errors were observed during control solution testing.

Event description:
The granddaughter reported that the customer was feeling tired and could not get a blood glucose reading on their freestyle flash meter. The customer was diagnosed with severe hyperglycemia by a physician and took metformin to counteract the medical event. There was no report of permanent impairment or death.